Event description:
During surgical insertion of this device the end of the catheter that was to be attached to the vascular access port split/tore. The surgeon attempted to slip the locking device over the split/tear in order to correct the potential problem but the lock would not pass over the split/tear.